Event description:
Cocoon adult full access underbody patient warming blanket was used during c-section. Approx 2 days later, rn (registered nurse) noted what appeared to be a burn to patient's bilateral buttocks while completing routine assessment. Patient denied any other exposure or trauma to the area. Staff could not think of any other devices/equipment/products used that could have caused the suspected burn. Blanket was not kept post-op since no issues were originally suspected; therefore, the product is not available for return.